Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak beneath the mini cap. The reported condition was verified. The cause of the leak was the damaged female connector. The cause of the damage was due to a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap pd transfer set could not be tightly connected to a minicap which resulted in iodine leakage. The transfer set was closed and the nurse clamped an extra clamp to help the patient change the tube, however the betadine continued to leak out and would wet the belt and clothes of the patient for almost a month. After changing to a different minicap, the leak issue still occurred. This issue resolved by replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.